Event description:
It has been reported to philips that the system would not generate x-ray. The device was in clinical use at the time of the reported event. No harm has been reported. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Review of the system log file showed malfunction in the ippc. The fse replaced the faulty ippc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.